Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, clinical usage of the system was unknown. The customer reported that the system had half of the four quadrans were black (two out of the four are down) one and three are down. No service has been performed by philips since the service quotation was cancelled by the customer, as the event did not take place. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system has half of the four quadrans are black (two out of the four are down) one and three are down. It is unknown if the device was in clinical use. Patient harm is unknown. It is unknown if the procedure was completed. Philips has started an investigation of the complaint.